Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left common femoral artery. A 5.00mm / 2.0cm / 135cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 3 atmospheres for10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.